Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04101, 0001825034-2019-04102.

Event description:
It was reported that bilateral patient underwent right total hip arthroplasty. Subsequently, patient is experiencing elevated metal ion levels approximately 9 years later. Patient reported that surgeon wants to revise when levels get higher. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a 38mm mod hd std nk was returned and evaluated. Upon visual inspection the head has scuffing and wear lines on the outside diameter. There is also black debris inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Multiple reports were submitted along with this report: 0001825034-2021-01231. Reported event was confirmed with medical records provided. Review of the available records identified the following: MRI of pelvis and bilateral hips noted, smaller fluid collection lateral to the right great trochanter can be tracked back to the posterior aspect of the pseudocapsule of the right hip. Some subtle edema in right adductor muscles suggestive of mild muscle strain. Tendons intact, no evidence of loosening of prosthesis or fracture or stress reaction. MRI right hip conducted approximately 1 year post previous MRI, indicates fluid collection next to right great trochanter, deep, nonspecific postoperative fluid collection. Nonspecific postoperative fluid collection also noted along left hip incision line. Revision op notes indicate, metal stained synovial tissue, damaged capsule as synovial tissue/fluid found outside capsule, no muscle damage, thick capsule, staining of component. Metallois right hip, altr, granuloma like collections of necrotic debris found along trochanter, which was removed. The femoral and cup found well fixed; small amount of bone loss at the acetabulum. The head and liner were exchanged. Additional information does not change the previous investigation results.. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. Reported event was confirmed with medical records provided. Review of the available records identified the following: elevated serum chromium and cobalt levels. Smaller fluid collection lateral to the right great trochanter can be tracked back to the posterior aspect of the pseudocapsule of the rt hip. Some subtle edema in right adductor muscles suggestive of mild muscle strain. Fluid collection next to rt great trochanter, deep, nonspecific postoperative fluid collection. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that bilateral patient underwent right total hip arthroplasty and subsequently underwent revision surgery due to elevated metal ion levels approximately 13 years later. Multiple mris to date show a small fluid collection. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information does not change the previous investigation.

Manufacturer narrative:
Concomitant medical products: mlry-hd lat por fmrl 14x175mm cat#11-104214 lot#251020, m2a 38mmx54mm cup cat#rd118854 lot#309220.

Event description:
It was reported that bilateral patient underwent right total hip arthroplasty and subsequently is experiencing elevated metal ion levels approximately 13 years later. Multiple mris to date show a small fluid collection. Patient reported that surgeon wants to revise when levels get higher, or if fluid collection enlarges. Attempts have been made and additional information is unavailable at this time.